Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was (B)(6) 2011. Date is approximate. It was reported the patient first started experiencing a need for a catheter revision (B)(6) . The patient followed up in the clinic (B)(6) 2011 for evaluation of a problem with the pump. The pump had ¿dropped¿ in its pocket to occupy a lower position that allowed it to partially rotate and produce pain. This worsened five weeks prior when she had bumped her pump. The patient wanted the pump to be higher in her abdominal wall but did not want surgery. There were no reported difficulties with pump refills. Examination revealed no erythema or swelling about the pump pocket. The pump was a bit mobile and could be partially tilted forward. The patient had a post-operative visit (B)(6) 2011 status post relocation of opiate pump. The patient had recently had surgery to relocate her pump. The patient was doing well but had a bit more overall pain than she had anticipated. Examination revealed a well healed wound with no evidence of erythema or swelling. The sutures were removed and the patient was to follow up as needed. Medical history includes hypertension and allergies to latex and ranitidine hcl. Pump and catheter implant 2009, explore and wound revision and debridement removal of pump and extension catheter 2009, reconfigurations of pump pocket exploration of pump pocket 2009, knee surgery x5, removal of catheter of pump 2009, complex regional pain syndrome. Medications the patient was taking include xanax one tablet oral 3 times every day, motrin 800 mg one tablet oral 3 times every day with food, morphine sulfate 15 mg one to two tablets oral every 6 hours as needed, hydrocodone acetaminophen 1 tablet oral every 6 hours as needed for pain, ms contin 60 mg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.